Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The device remains implanted. Additional information was requested by phone and mail. A completed questionnaire was received. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt experienced endophthalmitis. The pt presented to the office with "black spots and cloudy vision", visual acuity was 20/50+, intraocular pressure was 18mmhg and 3+ cells with no hypopyon. The next day the pt returned to the office with hand motion vision and hypopyon. The pt was referred to a retinal specialist for cultures which grew out (B)(6). It was noted that during the first week of his post-operative care the pt was out cutting grass and had gotten some in his eye, along with some saw dust. Additional information was received from the surgeon, who reported that the infection has resolved. The pt may need a vitrectomy for derris and macular pucker and received intravitreal injections of antibiotics from a different physician.